Event description:
Customer reported collimator iris pot errors on boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and calibrated the collimator. System operates as intended.